Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "once in august,." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that "once in july and once in august", the adc freestyle libre reader turned on with button pressed but not with the test strips inserted. As a result, the customer experienced symptoms of tremors, sweating, and blurred vision and was unable to treat themselves. The customer was given a glass of coke and sugar crackers by a family member for treatment and no further information provided. There was no report of death or permanent injury associated with this event.